Event description:
During phone conversation with sales rep he indicated this patient will undergo a revision. More information will be provided at that time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip component.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding a cancelled revision surgery was reported. No information was provided regarding the original indication for the cancelled revision. The reported scheduled revision was cancelled. No information was provided regarding the original indication for the cancelled revision. Should the patient undergo the cancelled surgery in the future this investigation will be reopened.

Event description:
During phone conversation with sales rep he indicated this patient will undergo a revision. More information will be provided at that time.